Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle shield separated from the device by "popping off at the hinge" on a bd vacutainer® eclipse¿ blood collection needle. No serious injury or medical intervention was reported.